Event description:
It was reported that a non-baxter container ¿popped¿ off the one link extension set. The disconnection occurred when the nurse was trying to draw blood. The nurse was able to switch to a different brand of container to draw blood. There was no blood loss, patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.